Event description:
Pt underwent cataract surgery in 2001 and implantation of staar model aq-2003v intraocular lens in the left eye. According to reporter while loading, the tech crimped the haptic. The dr implanted the lens anyway and the bent haptic tore the posterior capsule. The lens was explanted, a vitrectomy performed and another lens was implanted. Pt postop condition is good.